Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's right ventricular lead was found to have exhibited signal artifact. No over-sensing was reported. External noise was suspected as the cause of the malfunction. No intervention was performed and the patient will continue to be monitored. The patient was stable throughout.